Event description:
A malfunction alarm with the code malf 16 was reported, and it was confirmed that no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. After the customer attempted a pump reset with assistance from technical support, the issue persisted, leading to the decision to replace the pump. The customer was informed about the required replacement, confirmed the warranty status, and agreed to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed the shipping address, provided instructions for the pump's return, and arranged for the shipment of the replacement pump.